Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this pacemaker system exhibited high, out- of range right ventricular (rv) pacing lead impedance measurements measuring 2,406 ohms. A lead safety switch (lss) was declared which switched the pace/sense configuration from bipolar to unipolar. It was noted that there was another stored lss back in january due to rv pli measurements measuring, 2,578 ohms. The day after impedances returned to 400 ohms. The patient was evaluated in the clinic in january, and nothing could be re-produced, and the device was re-programmed too bipolar. Technical services reviewed device data and found there were episodes of noise most likely due to myopotential. Ts discussed possible causes, troubleshooting and programming options. At this time, the system remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker system exhibited high, out- of range right ventricular (rv) pacing lead impedance measurements measuring 2,406 ohms. A lead safety switch (lss) was declared which switched the pace/sense configuration from bipolar to unipolar. It was noted that there was another stored lss back in january due to rv pli measurements measuring, 2,578 ohms. The day after impedances returned to 400 ohms. The patient was evaluated in the clinic in january, and nothing could be re-produced, and the device was re-programmed too bipolar. Technical services (ts) reviewed device data and found there were episodes of noise most likely due to myopotential. Ts discussed possible causes, troubleshooting and programming options. At this time, the system remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker system exhibited high, out- of range right ventricular (rv) pacing lead impedance measurements measuring 2,406 ohms. A lead safety switch (lss) was declared which switched the pace/sense configuration from bipolar to unipolar. It was noted that there was another stored lss back in january due to rv pli measurements measuring, 2,578 ohms. The day after impedances returned to 400 ohms. The patient was evaluated in the clinic in january, and nothing could be re-produced, and the device was re-programmed too bipolar. Technical services reviewed device data and found there were episodes of noise most likely due to myopotential. Ts discussed possible causes, troubleshooting and programming options. At this time, the system remains in service. No adverse patient effects were reported. This supplemental is being filed as additional information was received which reported this device was explanted and replaced. No additional adverse patient effects were reported.